Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: did not work when plugged in. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause(s) could be a probe short due to a fluid ingress reaching the pcb board or, a broken/damaged bond of the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient/no energy delivered.